Manufacturer narrative:
The hill-rom tech found the manifold was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the manifold to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the head section would not power when CPR lever was used. The bed was located in miscu at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).